Manufacturer narrative:
H6. Results code 2: 213: the engineering evaluation stated the following: analysis of the device confirmed that the sheath was broken. The root cause for the sheath breaking could not be determined with the available information. The procedure for event trending, analysis, and review, generates documented, timely, and systematic trending and analysis of product event information to ensure that each design in distribution is performing in the field as expected. This type of occurrence has not yet been identified through the trending process as requiring a CAPA. This type of occurrence will continue to be monitored.

Manufacturer narrative:
H6. Code 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. The sheath is available for analysis and will be provided to gore for investigation. Further information will be provided.

Manufacturer narrative:
A review of the manufacturing records for the device is going to be conducted. The investigation is in process. Further information will be provided. The sheath is available for analysis and will be provided to gore for investigation.

Event description:
On (B)(6) 2021, the patient underwent an endovascular procedure to treat an abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis and a gore® dryseal flex introducer sheath. It was reported that while advancing the rlt281412 device over a .035 lunderquist wire through the dsf1833, there was tension felt when pushing the device forward. The physician stopped and tried to withdraw the device, however, the device was not releasing off the wire. The physician then pulled back harder, causing it to release from the wire. However, there appeared to be a piece of plastic, from the sheath, on the wire. Reportedly, the gore® excluder® aaa endoprosthesis featuring c3® delivery system was not damaged. Also, it was noted there was a thin wire wrapped around the lunderquist wire. During the withdrawal of the delivery system, wire access was lost. The access artery was closed with a perclose device and access was regained. Upon inspection, the sheath was broken into two parts, and connected via a thin wire. The physician believed that the anatomy caused the sheath to bend, when pushing up the device, causing the sheath to buckle. Additional forward pressure then caused a separation at the kink/buckle point. Reportedly, the rlt281412 delivery catheter remained intact. Despite the extra procedural time, the procedure was successfully completed. The patient tolerated the procedure.